Event description:
It was reported that es2 surgery was performed for pelvic fracture. Two screws each were inserted on the left and right sides of the pelvic and they were connected with a rod. During the surgery, one of the left side screws was broken after the surgeon inserted the screw with power tool and finished the final tightening. The screw head came off from the bone screw. The surgeon exchange to the other screw.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned es2 integrated blade screw was confirmed to be disassembled. The tulip disengagement occurred just after final tightening of the blocker for the screw. The screw had to be replaced and there was a 5 minute delay in surgery as a result of the event. The returned screw was inspected under magnification. The damage to the retaining clip and deformation on the proximal tip of the screw shank are consistent with high angulation of the screw shank relative to the rod. The location of the screw at the pelvis, a difficult anatomy, also supports the high angle implication. The tulip disengagement is most likely a result of high angulation of the screw. Conclusion: the tulip disengagement is most likely a result of high angulation of the screw. However, the exact cause of the screw breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that es2 surgery was performed for pelvic fracture. Two screws each were inserted on the left and right sides of the pelvic and they were connected with a rod. During the surgery, one of the left side screws was broken after the surgeon inserted the screw with power tool and finished the final tightening. The screw head came off from the bone screw. The surgeon exchange to the other screw.